Event description:
It was reported that during surgery the plastic broke off the impactor.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned femoral implant impactor showed that one of the arm cover fractured off, confirming the stated complaint. The device was manufactured in 2014 and does show signs of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.